Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, or if any further relevant information is received, a supplemental medwatch will be filed. This product is not approved in the united states. As the specific device model is an investigational device; however, it has been assessed as reportable as there is a similar product that is commercially approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration. E1: initial reporter phone number is (B)(6) reported here as phone number exceeded character limit for designated field. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that the patient experienced constipation. The day after a pulse field ablation (pfa) procedure using a farapoint catheter the patient had problems with constipation. The patient was given medication, and the constipation resolved eight days later.